Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with a stent placement procedure in the common bile duct. The event date was not provided. During the procedure, it was reported that the advanix biliary stent did not deploy correctly. Also, it was found that the inner guide catheter would not function; it was stuck in the elevator and broke upon attempted deployment. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.